Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 23mm aortic bioprosthetic valve, the left coronary artery was occluded due to a valve sizing error. The 23mm bioprosthetic valve was then explanted and replaced with a 21mm bioprosthetic valve of the same model. No additional adverse patient effects were reported.